Event description:
New information received notes that the patient was seen in clinic and nominals were restored. The patient will be followed normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, a message ¿no trend data due to ongoing calibration¿ was observed on patient¿s device for a few months. It was recommended to reset the device parameters to clear the issue. The clinician will call back when the patient is in clinic and will send the device image and session records before resetting the device parameters.

Event description:
New information received notes that when the patient came into clinic for a scheduled follow-up on 10/03/2016, diagnostic data was not available. Programming changes were not made. Patient will be followed-up in clinic in six months.